Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to pain.

Manufacturer narrative:
Device history records were reviewed; cosmetic issue on three units was noted and corrected with rework, the lot was released without further deviation; the cosmetic issue would not be expected to have adverse effect on the final product. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.